Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 96 mg/dl at the time of incident. Customer stated that the insulin pump alarmed low reservoir and unable to clear the alarm due to esc and act buttons were unresponsive. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported to have received a battery out limit alarm and no troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
Pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, self test, prime test and excessive no delivery test. Unit was received with normal operating currents and no unexpected off no power alarm, low battery alarm or battery out limit alarm noted. Unit was received with intermittent escape button and act button response due to corroded keypad traces. Keypad connector was fully locked. Unit was received with missing end cap sticker, cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and partially broken reservoir tube lip.